Event description:
A doctor reported to baxter (B)(4) that the patient connector separated from the tubing and bushing after the patient took a bath. The uv set had been used for 60 days. Antibiotics was administered for prevention. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. The patient connector luer loosened in the tubing/bushing and came out. The tubing is held on the patient connector luer by friction fit. There was no indication given in the plant analysis that the luer connector or tubing in this case was damaged or abnormal. No definite root cause was determined during the plant evaluation. A batch review was impossible since the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted when the evaluation results become available.